Event description:
It was reported the pt had an infusion treatment yesterday, and when needle was removed it "gushed pus", and was oozing more that night. It was indicated, the pt had possible infection around "port or catheter site", which had been flaring up for the past couple days. The pt was admitted to the hospital. Blood tests had not shown white blood cells, but the culture had not come back yet. The pt was receiving IV medication. Add'l info has been requested, a f/u report will be submitted if add'l info becomes available.